Event description:
Customer states they were unable to delivering pacing therapy. The involved pt died.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.